Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# 0206717355, implanted: (B)(6) 2013, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the patient¿s entire system was replaced on (B)(6) 2025 and that they were ¿awaiting to see if the surgery resolved the reported issues.¿ no further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider of a clinical study reporting that the patient was reviewed in clinic on (B)(6) 2025 and was able to communicate with the device. All impedances were within range. Outcome was resolved without sequelae on (B)(6) 2025.

Event description:
Additional information was received. It was reported that, regarding the cause of the inability to communicate, there was no documentation to say cause of not being able to communicate with device. Regarding whether they were able to communicate with the device after the appointment, it was noted that they had not had a follow-up appointment yet to document if he has been able to communicate with the device since the appointment. No lead replacement actions had been done and no planned date was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) of a clinical study via a manufacturer representative reporting that the ins/lead replacement was planned for (B)(6) 2025.

Event description:
Additional information was received from the healthcare provider (hcp) of a clinical study via a manufacturer representative reporting the patient is on the waiting list for the ins/lead replacement procedure on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was stated before this event onset and on the (B)(6) 2020, the implantable neurostimulator (ins) was explanted with replacement of a new ins due to normal battery depletion.

Event description:
Information was received from multiple sources (healthcare provider, clinical study, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported that they had a fall and was then unable to communicate with their device as of (B)(6) 2025. On interrogation, 3 contacts were found to be out of range that were currently in use; the device diagnosis was high impedance. They were reprogrammed on (B)(6) 2025 and listed for lead replacement. The event resulted in an unscheduled clinic or office visit. The etiology was a causal relationship of the event to the device or therapy and the indicated device was the lead; whereas the implant procedure was noted as not related. The outcome was listed as ongoing. Age at consent was 46. Additional information was received. It was reported that the device (neurostimulator) was reprogrammed on (B)(6) 2025 for this event which reported ¿high impedance¿. No other actions have been taken. The event is ongoing as of 01-sep-2025, no other actions taken except for previously noted one.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# 0206717355 serial# implanted: (B)(6) 2013 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-jan-2017, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that both the ins and lead were not yet replaced on (B)(6) 2025 and the event was ongoing as of (B)(6) 2025.

Manufacturer narrative:
D6a: the ins implant date was originally reported as (B)(6) 2020, but the update noted 2013, so follow-up is being performed to clarify the implant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that it was updated to include the ins in the devices listed for replacement. The cause of not being able to communicate with the device was unknown but the ins was implanted in 2013; therefore, it may be at end of life.